Event description:
It was reported that the customer had a partial display on the insulin pump. Customer's blood glucose level was 149 mg/dl. Pump was not dropped or bumped. Customer was using the energizer battery, but when a new battery was inserted, the issue was not resolved. Customer can only see the beginning of the text. . Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Insulin pump had a cracked and bleeding lcd glass noted. Unable to confirm missing segments due to lcd physical damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)